Event description:
The event occurred during preparation of use.

Manufacturer narrative:
Corrections: b5 to indicate that the event occurred during preparation of use. H10 was corrected to indicate that the image failure was not able to be confirmed during evaluation. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because there was no device malfunction discovered during device evaluation, the definitive root cause of the image failure could not be determined. It is possible that the load applied to the cable caused an internal flood to occur, which may have led to temporary image failure. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation of no image issue was confirmed; the reported image failure was likely due to the damaged and deformed cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the 4k camera head. There was no patient harm associated with the event.